Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room complaining about receiving shock from the implantable cardioverter defibrillator and was feeling weird. The patient did not experience any other symptoms. The device was reprogrammed. The patient was discharged home in stable condition.